Manufacturer narrative:
Age at time of event: (B)(6) or older, (B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was tightly folded. The hypotube was completely separated 76cm from the hub. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. There were numerous hypotube kinks. There was no damage to the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the mid left circumflex artery (lcx). A 2.00mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion but failed to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube broken.